Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain and failed back surgery syndrome. The patient reported having no telemetry with recharging. The patient stated that tried repositioning the antenna without success. They noted that the recharger is fully charged. The patient stated that they last successfully charged their device about 4 weeks ago. They noted that they didn¿t recharge because they have been doing some therapy and wasn¿t able to use the device. The patient also mentioned seeing the poor communication screen on their programmer. They are unable to connect with the implantable neurostimulator (ins) because it is dead. The patient indicated that for months they have been unable to charge the ins past ¼. They mentioned that sometimes they will sit there for 4 hours or overnight, and the ins will still be at ¼ charged. They also noted that they have had restless legs since the beginning of their implant. The patient was redirected to follow up with their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-mar-13. It was reported that the last time the patient was able to successfully recharge her battery was in late (B)(6) 2019. After the patient¿s fusion surgery in (B)(6) 2018, the recharge burden was to great to keep up with recharging. It was noted that the patient used high definition (hd) settings and sometimes would have to recharge more than once a day and it took ¿several¿ hours. The rep performed the physician mode recharge (pmr)/jump charge two times and was not able to get to the charging screen. In addition, the rep wanted to attempt more 60-minute sessions, but the doctor wanted to start the approval process for replacing the patient¿s battery. Impedance measurements were checked, and all were within normal limits. Surgical intervention was planned but was not yet scheduled and the patient was alive with no injury at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.